Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 24 mg/dl. It was stated that the customer's blood glucose was 76 mg/dl in the morning and the customer took some food and 4.9 units of insulin for a bolus. It was stated that three hours later, the customer's glucose reading was 155 mg/dl. The customer ate food and took 2.0 units of insulin for a bolus. Two hours later, the customer's blood glucose dropped to 79mg/dl and took 4.2 units for a bolus. It was stated that two hours later, the customer's glucose level went up to 135mg/dl. An hour later, the blood glucose dropped to 34mg/dl and the customer got 300 grams of banana and apple, plus two blocks of dextrose and a glucose manual injection. The paramedics were called and customer was taken to the hospital. It was stated that the customer's blood glucose was 130mg/dl. Reviewed the programming, basal and bolus history. Ran a self test and passed. No further info was provided.